Manufacturer narrative:
The mr290 humidification chamber is being sent back to fisher and paykel healthcare. There is no information on this to date. No evaluation has been done pending the return of the device. Information is insufficient at this time to make a conclusion.

Event description:
The hosp reported that while an mr290 humidification chamber was in use, water from a waterbag stopped flowing through the waterfeed set and into the mr290 humidification chamber. The mr290 humidification chamber allegedly became extremely hot.